Event description:
It was reported by the medical assistant of the patient's neurologist that the patient passed away. Multiple attempts for relevant information were made, but no further relevant information has been received to date. The device has not been received by the manufacturer to date.

Event description:
Incoming communication indicated that the physician stated the patient's cause of death was cardiac - respiratory failure. The physician also indicated that the vns was not related to the patient's passing. No further relevant information has been received to date.